Manufacturer narrative:
Com-(B)(4).

Event description:
The sensor was inserted into the abdomen.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.